Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of sheath torn material.

Event description:
It was reported that zero tip basket device was set to be use in a ureterolithiasis procedure. Reportedly, during preparation, the basket peeled off. The procedure was completed with another of the same device with no patient complications.